Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client was missing a remote monitoring report for a patient in the application. Investigation later revealed that the transmission came through but was matched to the wrong patient. The client moved the transmission to the correct patient record. No patient complications have been reported as a result of this event.